Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint could not be confirmed. The sample was not available and only the history log was analyzed. The infusion was started at 04:09 a.m. With a rate of 50 ml/h and a volume of 500ml. Between 04:09 a.m. 05:54 p.m. Many upstream and pressure alarms displayed (the reason for those alarm could not clarified). The infusion was stopped by reach the default vtbi (500 ml) at (B)(6) 2022 02:30 a.m.. At this time, 500 ml was infused.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". "B.braun received and attended the case on (B)(6) 2022 to download history. Incident date/time: (B)(6) 1609hours-(B)(6) 0602hours. Medication: IV dextrose. User described the volume in the physical bottle was not complete and tubing was found flatten upon removal, unable to confirm if the tubing was loaded correctly or twisted. Based on the history extracted from sn (B)(4) there was no discrepancy or abnormalities found. Pump was able to detect occlusion (pressure high and upstream alarms). - an infusion was started on (B)(6), 1609hours: rate: 50ml/hr, vtbi: 500ml. - an upstream alarm was occurred and acknowledged manually at 1609hours. Between 1733hours to 1757hours, there were total 6 pressure high alarms occurred and acknowledged manually. - on (B)(6), 0230hours, pre-empty alarm occurred and total volume infused was 500.84ml. Vtbi of 100ml was reset/top up 0256hours subsequently. - at 0401hours, user removed the tubing and found that the tubing was flatten. No further complication reported after the event."